Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer called tech stating that when you have it plugged into the on-board charger, the chair will still drive.